Manufacturer narrative:
Investigation: no complaint sample was provided for evaluation. Consequently, the investigation was not able to confirm the reported failure mode. The complaint investigation was unable to confirm the reported failure mode; no contributing factors were able to be identified as no sample was provided for evaluation. The investigation did note the glass syringe is a supplied part and is not altered by the mannford site prior to placement in the finished good tray. Consequently, a probable root cause could not be identified for the mannford manufacturing facility based on the investigation results. A device history record review of all applicable manufacturing records for lot 0001272264 did not identify any issues that may have contributed to the reported failure mode.

Event description:
It was reported that tray spn whit25g3.5 l/b-d/e leaked. The following information was provided by the initial reporter: material no: 405673 , batch no: 0001272264. It was reported that glass syringe was leaking. Today we have a problem with one of the bd tray. The glass syringe was leaking and dr. Called me for help. This a big safety issue.

Manufacturer narrative:
Date of event: unknown. (B)(6). PMA/510(k)#: enforcement discretion.

Event description:
It was reported that tray spn whit25g3.5 l/b-d/e leaked. The following information was provided by the initial reporter: material no: 405673 batch no: 0001272264. It was reported that glass syringe was leaking. Today we have a problem with one of the bd tray. The glass syringe was leaking and dr. Called me for help¿this a big safety issue.